Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post surgery the patient had atrial fibrillation (af) with rapid ventricular response (rvr) and a malfunction was suspected as the implantable cardioverter defibrillator (ICD) was not pacing. A remote transmission showed that given the current rhythm, the ICD pacing function appeared appropriate. It was further reported that the right atrial (ra) lead had intermittent undersensing on the current electrogram (egm). The device and lead remain in use. No patient complications have been reported as a result of this event.